Event description:
Retreatment of pseudoaneurysm of the carolid artery the pseudoaneurysm had prior treatment using microcoils and two enterprise stents to bridge the aneurysm neck. In this procedure, on retreatment the deltamaxx coil was advanced to the desired location like normal and, like microcoil sometimes do, it needed repositioning. Therefore, the physician began to retrieve the coil. When retrieving the coil it got stuck on the stent struts and it became stretched and then unretrievable. The physician said while it is not ideal, this can happen with previous stents already in place and does not consider it a fault of the microcoil or any product, rather this can happen under these circumstances of prior treatment. As a result the physician had to snap the coil leaving half of it behind in the patient and the other half went into the bin. As a result an alternative way to embolize the pseudoaneurysm was used - ie a flow diverter called the pipeline. Another carotid stent - ie a zilber stent was used proximally to pin the remaining coil against the carotid artery so that it would not cause further problems for the patient. The physician was unable to provide any specific log numbers etc for the products used. Physician said that the patient was fine. The alternative measure to embolize by using the pipeline stent was successful. (B)(6) gender: male. No delay in surgery. No adverse event to patient.

Manufacturer narrative:
The devices were not returned for analyses, and the lot or lots was/were not provided to conduct DHR review. The reported events (device interaction, stretched and separated coil ) reported could not be confirmed, since the devices were not returned for analyses. With the available information it is not possibly to determine the cause of the event, but it is probable that procedural factors contributed to the events. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time.

Manufacturer narrative:
Unknown part number, all attempts to obtain product were unsuccessful, UDI was unavailable.